Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump alarmed for unexpected restart even after changing new battery. Customer¿s blood glucose was unknown. Customer was able to clear the alarm and was able to rewind the insulin pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).